Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Device data shows that the first priming sequence ended at 51 pulses and then the device was deactivated by the user at pulse 62. Timeouts and drive stall were observed in device data. The device was reset, paired to the master pdm, and programmed to deliver a 5-unit bolus. The timeouts and drive stall were not replicated during the rerun. Closer investigation of the drive mechanism found brass shavings on the reservoir plunger. No drive resistance was felt upon manual rotation of the ratchet gear. It could not be determined if the brass shavings contributed to the timeouts and drive stall. The exact cause of the timeouts and drive stall could not be determined. The needle mechanism was reset and fired properly during the investigation with no issue. While high pulse width and drive stall could prevent the device from deploying, because the device was received deployed and was deactivated by the user after completing the priming sequence, this cannot be conclusively determined as the cause of the reported event as it could not be determined the exact timing of when the device was deployed.